Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during follow-up of an asymptomatic patient, far r-wave oversensing was observed on the atrial channel of the pulse generator. Multiple automated mode switch episodes were noted. Device reprogramming was performed and a normal sinus rhythm was seen.